Event description:
It was reported that the care giver (cg) inadvertently forgot to close the twist clamp of the transfer set prior to disconnecting the home patient (hp) from the homechoice (hc) machine after a session of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.